Event description:
A customer reported getting a message "hi" on the display of their freestyle freedom lite meter indicating her blood sugar was above 500 mg/dl, which was higher than she felt. As a result, she self-dosed with insulin based on the high reading, which resulted in hypoglycemic episode with loss of consciousness. The customer further reported being seen by a doctor who diagnosed her with hypoglycemia and treated with "sugar IV". In addition, the customer ate food to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
It was reported to baxter (B)(4) that the reservoir of a infusor sv2 ruptured during filling. The device was being filled with 5-fluorouracil when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a DHR of the meter was requested. The device history review for meter (B) (4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.